Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon the first inflation attempt, the balloon ruptured. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation. Overall, based on the information provided and without the product to examine, a definitive cause could not be determined. It was noted that the device was prepared inside the body. It should be noted the instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, the incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconformance material report issues associated with this lot and all lot release testing met specification. Additionally, a search of the complaint database indicated no similar incidents reported with this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a non tortuous, mildly calcified, de novo eccentric lesion in the proximal left anterior descending artery with 90 % stenosis. After a non abbott guide wire crossed, the trek 3.0 x 15 mm was advanced, however it ruptured on the first inflation of 5 atmospheres (atm), for 10 seconds. After withdrawal it was confirmed that there was a leak from the rupture. A non abbott balloon was used to complete the procedure. Prior to use the balloon was soaked however the device was prepared inside of the patient anatomy. There was no resistance during advancement or retraction in the lesion. No adverse patient effects were reported. No additional information was provided.